Event description:
Pt had been on insulin drip at 9cc/hr when accucheck and labs confirmed a blood sugar level of 19. D50w was given with resultant raised blood sugar level. The pump registered 83 cc left in bag when nurse noticed half of bag gone (100cc bag). The pump was removed and returned to MFR. "Over infusion".